Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had the orange insulation seal not completely hidden when the tip cover accessory is attached. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was returned as an associated return. The part was returned with a reported complaint that does not affect functionality. No damage to the instrument was observed. The instrument was returned with the tip cover. The 8mm mcs tip cover accessory: the orange epoxy on the tube extension was exposed at the distal end. After securely tightening the tip cover accessory the orange epoxy was still exposed* the tube extension. Visual inspection found the tip cover to be not fitted properly on the instrument causing the orange epoxy to be visible even after the tip cover accessory was removed and re-installed. The tip cover was returned with the instrument.